Event description:
It was reported that the customer's insulin pump had cracks around the battery compartment and was missing a chunk. Her blood glucose was unk at the time of reporting. The insulin pump was returned. No additional info was reported.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window through reservoir tube and broken battery tube threads. (B)(4) 2014.